Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was previously returned for issues unrelated to the complaint or service history. The database showed quality notification #200177159 was opened for the device without correlation to the reported complaint. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
05/25/2018 08:53:14 lauryne wasan (lwasan) npi not confirmed unit received unexpectedly fedex tracking number 9622041730000913180100780852047508 please note: unit is not marked received/prcd until npi is confirmed for repairs and additional information is received/ confirmed by customer 06/13/2018 12:25:34 lauryne wasan (lwasan) npi confirmed kevin howard / kevin_howard@urmc.rochester.edu / 585.341.8197 $329 06/20/2018 06:45:29 tam s luong (tluong) replaced keypad for bad flex cable open track cause some key not response. Tested run-in ok 06/20/2018 13:05:49 annette a mendez (amendez) 1z9791540271063649